Event description:
A pt (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. On (B)(6) 2008 the pt was injected with 2.0ml of coaptite. On (B)(6) 2008 the pt reported that she had a urinary tract infection (uti). This was confirmed by a urinalysis. On (B)(6) 2008 the pt was prescribed an antibiotic course. The pt resolved on (B)(6) 2008. On (B)(6) 2009, the pt reported generalized weakness. On (B)(6) 2009, the pt reported that she had urinary urgency. On (B)(6) 2009, the pt was prescribed n anticholinergic medication. The urinary urgency continues.

Manufacturer narrative:
(B)(4). The physician assessed the uti as mild and definitely not related to the device. The physician assessed the weakness as mild and definitely not related to the device. The physician assessed the urinary urgency as mild and definitely not related to the device. The device history records for the reported lot number was reviewed, all required testing specifications were met prior to release, no abnormalities noted.